Manufacturer narrative:
Analysis of the [recharger], model 97755, s/n (B)(6), revealed. Product analysis found: poor recharge quality message and cord not frayed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported last night they went to charge their implant and the implant was close to being empty but it wasn't all the way empty. Patient stated when they connected the controller to charge the implant they got battery empty, cannot recharge. Patient said they were able to get the implant charged back up a little bit to 60%. Pt added today they saw rm03 message. Patient stated they tried resetting the controller but that did not resolve the issue. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient put the battery back into the controller and confirmed controller was recharging. Pt added recharger is frayed and it shocks them. The issue was not resolved. An email was sentto the repair department to replace the recharger. Pt sated hcp is dr brian shack and he helps them with their medicine.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.